Event description:
It was reported that during a lap supercervical procedure, the surgeon was using the hdh05 and received an error code for instrument on the gen04. They removed the instrument and found that the hook portion of the hdh05 was missing. An x-ray was taken to look for the missing piece and the x-ray was negative. One week later, the end of the hdh05 was found on the floor of another room. There was no patient consequence.